Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture resulting in the patient experiencing a syncopal event. Upon evaluation, the lead was found to have dislodged. A revision procedure was performed in which the lead was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.